Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient received an alert for nonsustained right ventricular oversensing due to possible myopotentials. Programming changes were made. The patient condition was fine after the event.